Event description:
During a tfn procedure, surgeon was malleting the helical blade and the knob broke off the coupling screw with the knob being retrieved immediately. The surgeon then used several instruments and excessive force to try to release the balance of the coupling screw from the blade. When the coupling screw was released surgeon discovered the threaded tip of the coupling screw had broken off in the end of the helical blade. As determined by x-ray, the broken fragment was not sitting proud, surgeon was unable to remove the tip of the coupling screw, it remains in the pt.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Review of device history records showed that there were no complaint related anomalies. The supplier's certification indicates the correct material was used and correct hardness value was obtained. The investigation could not be completed, no conclusion could be drawn as no product was returned.